Event description:
Additional information indicated that patient still had concerns with their device or therapy but had not sought further help. It was also indicated that the patient felt her questions did not get answered on the phone.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0td35, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient ¿got hot within a minute¿ when her friend and dog sat next to the patient on the couch. The patient reportedly felt more stimulation ¿like a pulsating getting quick and rapid and she felt something too patient jumped up.¿ the patient moved away from her friend and was ¿okay.¿ follow-up is being conducted to determine cause.